Event description:
It was reported that the patient did not receive adequate back and leg relief while standing since being implanted with the indirect decompression spacer. Therefore, the patient successfully underwent an explant of the spacer. The spacer will not be returned as the device was discarded by the medical facility.